Event description:
The reporter stated that the father was pushing the child in an elementary school parking lot that was slightly angled, when the front wheels started to wobble and then lock in a sideways position causing the chair to flip over. The reporter stated that, the child sustained a bruise/bump on the head and multiple abrasions on the face and shoulder. The reporter stated that no hospitalization was needed.

Manufacturer narrative:
This chair or any other related parts have not been returned back to the manufacturer for an evaluation.